Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was reported that on a recent tee it was found that the patient has significant pvl and the plan is to plug the pvl as the patient is symptomatic.